Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the labeling on the packaging of a continu-flo clearlink system solution set was illegible. This issue was further described as, ¿the package is ineligible to be read due to all the ink smearing¿. This issue was observed in the chemo IV room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.